Event description:
It was reported there was withdrawal. A low reservoir alarm was due to sound on (B)(6). The pump was read and there was an expected residual volume of 8.3 milliliters (ml). The pump reservoir was accessed and nothing could be aspirated. The pump appeared to be completely empty. This was the first volume discrepancy that happened. The pump was refilled and the patient was given 0.22 milligrams as a single bolus and the same simple continuous dose was programmed. The system was being used to deliver bupivacaine, baclofen, and morphine. It was later reported that on (B)(6) 2014 appointment with the health care provider (hcp) the patient had a pain level of 5/10. The patient had low back pain, right knee pain, left ankle pain, and right ankle pain with weight bearing. It was noted the patient had been wearing a right knee brace to help him walk. The patient was also noted to have tenderness of the l5-s1 interspace. It was reported the patient experienced withdrawal symptoms of cold sweats, skin crawling, increased low back pain, and irritability that began on (B)(6) 2014. A pump refill was scheduled for (B)(6) 2014 with a 3 cubic centimeter (cc) reservoir residual volume. There was an intrathecal pump refill on (B)(6) 2014. Telemetry showed there was 8.2 ml remaining in the pump, but 0 ml was withdrawn from the pump. The medication was infused into the pump slowly at 1 ml per 3 seconds. The medication was then aspirated to confirm it was infused into the pump. The patient was given a bolus of intrathecal morphine of 0.22 milligrams since there were withdrawal symptoms of cold sweats. The patient also felt like ants were crawling under his skin and had nausea. The withdrawal symptoms started saturday. The patient felt much better after the bolus dose. The pump was programmed to reflect the new residual volume of 40 ml. The pump was going to be checked (B)(6) 2014 to see if there was a volume discrepancy. No programming error was detected. The event was attributed to over-infusing of pump medicine. It was noted the patient denied feeling overdosed and was able to come off all his oral pain medications. The patient denied withdrawing medication from the pump and it would have been difficult for the patient to withdraw medication as he was morbidly obese and the pump was situated at an angle. The patient¿s next refill date was not until (B)(6) 2015 but the pump was going to be refilled (B)(6) 2014. However, to prevent an overdose a preauthorization was submitted to have the pump replaced. The patient recovered without permanent impairment. It was noted the catheter tip was at t10.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014. On that date 29 milliliters were expected and the actual reservoir volume was 20 milliliters. The cause of the volume discrepancy was not determined.

Manufacturer narrative:
Analysis of the pump found an overinfusion issue with an undetermined root cause.